Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and for a longer time in each charging session. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) device. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.